Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. When the surgeon was inserting the trocar the tip of the trocar broke off into the patient. There was no patient injury. It is presumed that the piece of the trocar was removed from the patient. It is unknown if the break was a clean break. Product available for return. Additional information was received via email on 21sep2021 from applied medical representative: "[a] small piece was left in adipose tissue and was not able to be retrieved, per the surgeon." The case was completed with another trocar. The procedure being performed was a laparoscopic cholecystectomy. "Supply was used during beginning of case before inflation of the abdominal wall." Intervention: case was completed with another trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: rep was not present for the case. When the surgeon was inserting the trocar the tip of the trocar broke off into the patient. There was no patient injury. It is presumed that the piece of the trocar was removed from the patient. It is unknown if the break was a clean break. Product available for return. Patient status: no patient injury.